Event description:
(B)(6) female patient was identified during a market research program. The patient had essure inserted. The report describes a case of pelvic pain ("pain"). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the pelvic pain, endometriosis and ovarian cyst outcome was unknown. The reporter considered endometriosis, ovarian cyst and pelvic pain to be related to essure. Further company follow-up with the physician is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.